Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to swelling, erosion, infection and puss at the incision site. In addition, the patient had an opened surgical incision with the pump extruding through it. The pump was removed, a mulcahy washout was performed, and a new pump was implanted. There were no further patient complications reported.